Manufacturer narrative:
Per tandem¿s user guide: ¿always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with less than 100 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally, it was reported that the connection between the cartridge tubing and the infusion set was not secure causing air bubbles in the tubing. Reportedly, pump supplies were changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose was 180 mg/dl.